Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported going to the doctor (dds/md) who diagnosed a tmj dysfunction wykes class 3 due to chronic pain and clicking/popping without chronic locking. The doctor's evaluation also found a deep class ii bite consistent with a skeletally narrow mandible. The doctor recommended stopping byte treatment and the patient to consider other orthodontic evaluation. Patient initials: (B)(6). Dob: 18 y/o (exact date not provided).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.